Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that after the 3.5x15mm nc trek rx balloon dilatation catheter (bdc) was removed from the packaging, the protective sheath was unable to be removed and during the removal attempt, the shaft separated. There was no patient involvement. A new balloon catheter was used to complete the case successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and found no blood or contrast visible and the protective sheath still covering the balloon. The outer member was separated at the distal end of the mid lap joint. Strong resistance was noted when the protective sheath was removed. A review of the complaint handling database found one similar event for difficult to remove protective sheath. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.